Event description:
A customer contacted baxter's technical service center and reported receiving system error 2240 (air in line) alarm on the homechoice (hc) machine during dwell 3 of 5. The technical service representative (tsr) assisted the home patient (hp) and explained the alarm. The tsr instructed the caregiver (cg) to end therapy. The cg will have hp use manuals tonight and call the nurse in the morning. Product surveillance (ps) contacted the cg on (B)(6) 2011. The cg stated that she did not observe any reason for the alarm, but later when she was taking down the supplies she noticed that the towel she kept one of the supply bags on was soaking wet. The cg stated they proceeded to drain the hp manually and resume therapy successfully with new supplies. Ps informed the cg that we recommend contacting the rn in regards to air in line alarms. The cg stated she would talk to the doctor about the alarm. The cg stated that since then therapy has been going fine. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This report of a system error 2240 alarm was not confirmed and the cause was not identified because the sample was not returned to baxter for evaluation. A batch review was performed finding no issues noted during the manufacturing process and no exceptions documented for this lot in association with this event. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample is not available, therefore, baxter cannot determine the root cause. Should any additional information become available, a follow-up report will be submitted.